Event description:
It was reported that a patient underwent a right idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool smarttouch sf which required a pericardiocentesis, a pericardial drain and prolonged hospitalization. It was reported that while ablating in the right ventricular outflow trac (rvot), the patient¿s blood pressure dropped the patient experienced pericardial. Pericardial effusion was confirmed by ultrasound and a pericardiocentesis performed. Approximately 650cc of fluid withdrawn. The patient stabilized and no further intervention was planned. They stopped the procedure. The drain removed additional information was received indicated that the physician¿s opinion on the cause of this adverse event was the patient¿s respiratory movement. The outcome of the adverse event was that the patient improved. After the event, the patient was admitted to the unit with a pericardial drain. No report of transseptal puncture performed during the procedure. The setting for irrigating the catheter was 8cc. The patient did not require additional cardiac surgery.

Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Note: for field d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Manufacturer's ref. # (B)(4).